Event description:
Second revision surgery - the patient had bilateral knees done on (B)(6) 1999. On (B)(6) 2003, the patient had a fracture of the post of a tibial polyethylene insert of the left knee. The old 8x11 posterior stabilized (ps) insert was removed and a new 8x11 insert was placed. The patient returned for the same reason on (B)(6) 2015. The surgeon removed the broken 8x11 tibial insert of the left knee and replaced with a new series 500 8x11 tibial insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken tibial insert after 12 years in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; 2 of these with the same failure mode of device cracked/broke. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. The potential causes for this event include trauma, excessive loads or torques, improper installation and bad bone quality or inadequate soft tissue support. None of these potential causes were reported with this complaint. There was no information reported that evidences a material, design, or manufacturing problem with the product.